Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, white calcification on the shell, and an opening on posterior. Leak test and microscopic analysis was performed which identified: a sharp opening on posterior. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported "concern with the product" and "capsular contracture baker grade unknown" against right device. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported "concern with the product" and "capsular contracture baker grade unknown" against right device. The device has been explanted.